Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ stenosis and severe calcification). (Stent deformed). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the middle of the lad with 90% stenosis and severe calcification. The lesion was pre-dilated (2 times, 8 atm, 6s) and 10% stenosis remained after the dilatation. No abnormality was noted in the inspection of the endeavor resolute des before use. It is reported that the device could not pass the lesion. Resistance was not encountered at the lesion. The physician used a new device, of the same size, to complete the procedure. The patient is good. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the 1st, 2nd and 3rd proximal segments, and the 4th, 5th, 6th and 7th distal segments are deformed. The distal tip is frayed. Stent is positioned correctly between the marker bands as per specification requirements. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).